Event description:
Surgeon reported that the knee functioned reasonably well but patient hasn't been entirely happy with it. Over the last two years developed anterior knee pain and has difficulty squatting, stairs and hills. Surgeon reports that patient has neutral alignment and walks with normal gait. Rom is 0 to 125. Knee stable. Surgeon believes that the patella which had not been resurfaced would improve if done. Dr (B)(6) opened the knee via previous incision, inspected the knee and thought implants including the poly were functioning well and in good condition, so he resurfaced the patella. A 35 mm resurfaced patella inserted. Surgeon does not fault the implants.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical documentation was provided, therefore a thorough medical investigation could not be performed. However, per complaint details, the primary tka did not include a resurfaced patella which was believed to have been a contributing factor to the reported complaints of pain by the patient. The patient impact beyond the revision procedure to resurface the patella cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.